Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a crack on suction connector, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; the suction connector had a scratch; the suction connector had a crack; the suction connector had corrosion; the electrical contact of endoscope connector had a discolored area; the electrical contact of endoscope connector had a scratch; the connecting tube had a dent and the connecting tube had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope presented an insertion tube air leak. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, a foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable finding could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: inspection method is described in the operation manual gif-1200n chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor the field performance of this device.